Event description:
Information received that the brakes on head section do not hold. No injury reported.

Manufacturer narrative:
Tech - brakes on head section does not hold. Foot was working, replaced damaged casters, no patient injured.